Event description:
It was reported that the patient was in the emergency department (ed) after having a low speed advisory alarm at home and feeling a fluttering in their chest. The patient's alarm history showed driveline fault alarms as well as speed drops below the set speed and multiple pump stops. The patient's external driveline had damage and was covered in rescue tape. X-rays were to be performed. Log files first recorded a driveline fault alarm on 08apr2022. A speed reduction below the low speed limit was recorded on 10apr2022. Multiple other speed reductions were recorded as well as pump stopped events while on battery power. A driveline repair was performed on 16apr2022 and follow up log files confirmed no further alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed, pump stop and driveline fault events. Based on complaint history and similarly reported event, the pump stops, low speed and driveline fault events observed in the submitted log files are consistent with damage to two or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file captured the pump fixed speed was set at 9000 rpm with a low-speed limit of 8600 revolutions per minute (rpm) for the duration of the captured data. On 08apr2022 through 15apr2022 there were numerous captured driveline faults which appeared to be due to an issue with phase 1 (green and yellow) and phase 3 (red and orange) wires. Additionally, during these events there were pump stop and low speed events captured on 10apr2021, 14apr2022 and 15apr2022. These events were associated with 11 motor stopped flags active, 20 low speed hazards and 61 low speed advisories. The low speed and pump stop events were associated with low flow hazards. All of the pump stop and low speed events occurred while the patient was supported by battery power. A distal end driveline repair was performed by the technical service representative on 16apr2022. The driveline was returned severed approximately 19¿ from the metal connector. The driveline was returned covered in white tape. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The silicone jacket was removed and revealed a discolored black bionate layer with kinks but was otherwise unremarkable. The bionate was removed and revealed large areas of shield breakdown approximately 1.5¿-7.0¿ and 8¿-9¿ from the metal controller connector. The shielding was removed, visual and microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to verify the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The left ventricular assist system (lvas) kit was shipped on 28jul2015. The heartmate ii lvas instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.